Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50x12mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. Despite several attempts were made, still the device was unable to cross. When device was removed from the patient's body, the edge of the stent struts were found to be lifted. The device was removed and was replaced with a non-bsc stent. The procedure was then completed. There were no patient complications or injury reported.